Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent moved on balloon occurred. A 6.0mmx18mmx150cm express vascular sd was used. However, when the device was inserted to mach1 6f guide catheter, resistance were felt at the hub part and found that the stent shifted in the shaft side. The usage of the device was stopped and the procedure was completed with a 5mm express sd stent. There were no patient complications reported.